Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc button due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 15 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error while is a marathon a day prior to call. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.